Event description:
Plastic piece around top of morise taper got stuck.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination. Depuy orthopaedics issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. The root cause is product design. (B)(4).

Manufacturer narrative:
(B)(4). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination. Depuy orthopaedics issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. The root cause is product design. Monitor through trending via sep-419.